Event description:
It was reported the implantable neurostimulator was at end of service about a month after it was implanted. It was initially programmed with the amplitude set at 2.8v. Upon interrogation, as of the date of this report the amplitude was at 7.7v. Using the parameters with amplitude of 7.7v, a longevity calculation showed the device should have lasted about 6 months. No symptoms were reported in relation to this event. About two weeks later, when looking at the programming parameter printouts, it was reported impedances "seemed to be okay." The device was explanted on (B)(6) 2013. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the patient was implanted with a new implantable neurostimulator (ins) and was doing "ok." It was noted that the patient recharged the device about once a week.

Manufacturer narrative:
Final product analysis of the implantable neurostimulator (ins) revealed the following: "the ins was received for analysis with the eos (end of service) bit set. The battery had recovered to 3.0 volts after the eos bit was set. A longevity estimate based on the parameters at implant stated on the manufacturer report form indicated 3.3 months to eri (estimated replacement indicator) and 6.3 months to eos, however, the longevity calculator does not allow using 7 negative electrodes so the estimate is longer than it would be if 7 electrodes could have been used. The returned printout from (B)(4) 2012 showed a short across e8 to e10, but didn't show both electrodes active. However, the printout from (B)(4) 2013 showed e8 and e10 both active. The short would have significantly reduced the battery life and caused the eos bit to get set. The analysis of the ins did not reveal any anomalies that would have caused premature battery depletion. It is suspected that the eos bit got set because the short across the output would have pulled down the battery voltage."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.